Event description:
A us distributor reported that a monitor cannot run detect and treat testing due to failure.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (discharge profile) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging pulse pins within the receptacle. The root cause for the damaged connector was excessive force. There was no adverse event that resulted from the damaged monitor.